Event description:
It was reported that the right ventricular (rv) lead was repositioned due to due to dislodgment and pacing failure was noted. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was repositioned due to due to dislodgment and pacing failure was noted. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: impact codes.